Manufacturer narrative:
Of the 2 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a time/date issue. These reports were received from various sources. The patient associated with this allegation ranged from 68-68 years of age and between 202 and 202 pounds. Of the reported patients, 1 was male, 1 was female, and 0 were unknown.